Event description:
Newspaper reported events of band slip, vomiting, dehydration, pain, obstruction, dysphagia, necrosis, and intolerance within one pt in article entitled: "my gastric band nearly killed me": woman's suffering as organs start failing within weeks of radical weight-loss surgery", by (B)(6), published (B)(6) 2012. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Multiple requests for further info have been made. Allergan has received no response from the parties involved. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage, necrosis, obstruction, dysphagia, dehydration, pain, intolerance, and vomit are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and necrosis as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." "Re-operation for band erosions may result in a gastrectomy of the affected area." Device labeling addresses the reported events of obstruction and vomit as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." Pts must be cautioned to chew their food thoroughly. Pts with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." Device labeling addresses the reported event of intolerance as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the reported events of dysphagia and dehydration as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." See scanned pages.